Event description:
During an inservice training by a zoll medical sales representative, the device displayed "pacer fault 16" and "defib fault 72" messages. There was no pt involvement in the reported malfunction.